Event description:
New information indicated that that the asymptomatic patient presented in clinic for follow up. Post-paced t-wave oversensing was observed again on the ventricular channel via stored egm. Programming changes were made.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Post-paced t-wave oversensing was observed on the ventricular channel via stored and real-time egms. It was noted that the oversensing came after what appeared to be a fusion beat. Programming changes were made, and no further oversensing was seen. Device remains implanted. Patient will continue to be monitored.